Event description:
It was reported that the patient had been hearing the "device beep". Interrogation of the device revealed that the right ventricular [rv] lead superior vena cava [svc] and rv coil impedance measurements were high. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.